Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The collimator assembly was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 2800 system displayed a cycle power potentiometer error message and would not boot up. No patient injury was reported.